Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 300cc breast implant and experienced deflation on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal and replacement with a mentor saline breast implant (catalog number 3501645) on (B)(6) 2020.

Manufacturer narrative:
On nov 3 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Within this, an area of shell abrasion was noted. Additionally, a tear was found within the shell abrasion measuring approximately less than 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).